Event description:
The manufacturer received information alleging an issue related to a remstar auto a-flex device's sound abatement foam. Patient alleges dizziness, the shortness of breath, and the sinus pain. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Event description:
The manufacturer received information alleging an issue related to a remstar auto a-flex device's sound abatement foam. Patient alleges dizziness, the shortness of breath, and the sinus pain. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam.  A correction to b5 was made and should be:  the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator device. The manufacturer previously received information alleging an issue related to a remstar auto a-flex device's sound abatement foam. Patient alleged sore throats, dizziness, the shortness of breath, and the sinus pain. There was no report of patient harm or injury. There was no medical intervention required by the patient. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 health effect - clinical code was missed to capture in initial report and was captured in this report and section h6 was updated in this report.